Event description:
The customer reported the system failed to boot up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced and the software along with the calibration files were reloaded. The system was then found to be operating as intended.